Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial over sensing noted on programmed unipolar sense lead, during atrial arrhythmia episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.